Event description:
Customer called stating sensor does not stay on too long because he perspires a lot. Customer states his blood glucose is 476 mg/dl due to what he ate which he did not correct. Troubleshooting was done on sensor. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.